Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed: the forceps lever was not watertight, there was a gap between the adhesive part of the plastic cover and the tip cover, the ending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were noted on the insertion tube, roughness was observed when the forceps lever was operated, scratches were found on the operation part, there was dirt on the operation part that was difficult to remove, the curved rubber bond is cracked, scratches were found on the tip cover, the adhesive part of the lighting lens had come off, scratches were found on switch 1, scratches were found on the switch box, there were scratches on the up/down (u/d) knob, there were scratches on the u/d angle fixing lever, scratches were found on the right/left (r/l) knob, there were scratches on the r/l angle fixing scratches on the operation unit cover g knob, scratches were found on the insertion part, the operation part cover surface had come off, scratches were noted on the operation unit cover, scratches were found on the grip, the forceps plug cap had been scraped off, scratches were found on the universal cord, scratches were found on the scope connector side of the universal cord, and scratches were found on the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had water leak. Upon inspection of the customer¿s returned device it was observed, a gap was noted between the plastic cover and the adhesive part. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user receive instruction/reinstruction on the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.